Event description:
A pediatric mayfield horseshoe was wrapped in a colon material product and placed on mayfield frame for a frontal orbital advancement, cranial vault removal procedure and a craniotomy. During first part of procedure, when the head was moved, the right gel pad became dislodged and fell of the horseshoe frame. The head was unstable and unsupported. The nurse had to go under the drapes and replace the gel pad. The case continued without incident. No pt harm. The gel pads were difficult to slide on and the plastic clips seemed to be brittle. The gel pad was missing one of the security clips.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.